Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the patient was hospitalized approximately 1 month post device implantation for increased mitral regurgitation and heart failure. It was reported that on (B)(6) 2016, two mitraclips (cds 60205u156 and cds 60205u151) were implanted in a patient with degenerative mitral regurgitation grade 3+ without issue. Post procedure, the mr remained at 3+. Although there was no mr reduction, reportedly, there was no issue with either device. On (B)(6) 2016, the patient presented with worsening mr, grade 4+, continued heart failure and shortness of breath. Reportedly, both implanted clips remained stable and well seated on the mitral valve leaflets. The cause of the increased mr is unknown. Another mitraclip procedure was performed. One mitraclip was implanted without reported issue. A second clip delivery system (cds 60421u153) had difficulty grasping the leaflets due to anatomy. The clip grasped the leaflets; however, the mr was not reduced to desirable levels and the mean pressure gradient had increased. The clip was removed and the pressure gradient returned back to the original value. The device was removed from the patients anatomy. The mr had been reduced to 2+. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of dyspnea, worsening mr and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The dyspnea was likely due to the mitral regurgitation (mr). However, a definitive cause for the reported mr and heart failure could not be determined. Although a conclusive cause for the reported patient effects of mr and heart failure and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information noted that on (B)(6) 2016, during implantation of the clip, grasping was difficult; however, the clip was successfully implanted and remains well seated on the mitral valve leaflets. There was no additional information provided.